Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had cracks on the upstream sensor tail pins, which have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device failed the upstream occlusion test. There was no patient involvement.

Manufacturer narrative:
(B)(4).the initial manufacturer report was incorrect. The evaluation codes, remedial action and manufacturer narrative has been updated.baxter received the device. The symptom "undetected upstream occlusion" was overlooked during evaluation and was not confirmed. Review of the event history log was not performed because they symptom was found during service evaluation. No related device malfunction was observed.